Event description:
It was reported that during the implant attempt, there were positioning difficulties. Upon introduction, the physician experienced extreme resistance due to a crowded subclavian vein. The physician attempted to remove each lead and noticed proximal coil separations. The leads were not implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was noted that the defibrillator conductor was distorted, the inner insulation was kinked/buckled, the outer insulation was breached, and there was blood in/on the helix/lobe mechanism and defibrillator conductor (non-obstructing). There was blood in/on the helix/lobe mechanism. There was blood in/on the helix/lobe mechanism and sleeve, and the stylet was bent.